Manufacturer narrative:
(B)(4). The reported pt effect of dissection, as listed in the vision instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilation, placement of additional stents, or other). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that the procedure was to treat a highly calcified and tortuous right coronary artery. The vision 3.0 x 12 caused a dissection during deployment, which required treatment with an additional stent. No additional event or pt info is available.